Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided this report was filed beyond the 30-day time frame due to an internal processing error. An investigation for possible internal process corrective action is being conducted.

Event description:
The wbc count was not provided by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. It appears that towards the end ofthe run, wbcs may have begun to escape the lrs chamber. The saturation algorithms did not catch this escape because not all conditions were met for a saturation event to be detected. It is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. Possible root causes were provided in supplement # 1 of this event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The wbc count is unavailable at this time. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.